Event description:
It was reported that the device columns were unable to be fully inserted in the unit. As a result, the patient experienced a hard time breathing. A replacement device was shipped to the patient. No additional information is available at this time as multiple attempts to contact the patient were unsuccessful.

Manufacturer narrative:
The inogen team attempted to contact the patient for further information three times with no response. The unit received a report cosmetic flew. Confirmed with testing, the column installed without removing the column cap by patient and column cap stuck inside the column receptacle. Additionally, data log shows high psa (14) caused by zeolite contamination from moisture absorption.